Manufacturer narrative:
(B)(4). The complaint was not confirmed. The root cause was undetermined. The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240/2367, which occurred on the homechoice (hc) during use, during dwell. The home patient (hp) was in dwell and the hp had 2 bags connected. There were no leaks and the hp and the bag did not disconnect. The unused line clamps were closed and the hp had cycled power. They got a se 2240 alarm previously. The hp had already completed therapy with manual supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the nurse on (B)(6) 2012 and she was aware of the patient having had that alarm. She had already discussed the alarm with the patient. Since then the patient has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention. This writer made repeated unsuccessful attempts with the home patient (hp) at acquiring additional information. If any additional information should become available, this complaint will be updated accordingly. There was no injury or medical intervention reported.